Manufacturer narrative:
Model number, lot number, catalog number, expiration date, and unique identifier (UDI) # updated.

Event description:
It was reported a shift of the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device and delivery system was used and the closure device was deployed. All of the release criteria were met, so the device was successfully implanted. On (B)(6) 2018, the patient came in for a follow up visit and the closure device was noted to have shifted in the laa. No intervention was performed and there were no patient complications. The patient was not hospitalized and is back at home. It was further reported there was no leak around the device due to the device shift. The patient left the hospital in good condition.

Event description:
It was reported a shift of the closure device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device and delivery system was used and the closure device was deployed. All of the release criteria were met, so the device was successfully implanted. On (B)(6) 2018, the patient came in for a follow up visit and the closure device was noted to have shifted in the laa. No intervention was performed and there were no patient complications. The patient was not hospitalized and is back at home.